Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s complete facility address was not provided. D1, d4, g1, g4 (510k), h4: this report is for an unknown implant device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zhang x, qiao c, zheng j, ren b. Pretibial abscess associated with instrumentation-specific infection after anterior cruciate ligament reconstruction: a case report. J isakos. 2025 jun;12:100893. Doi: 10.1016/j.jisako.2025.100893. Epub 2025 may 5. Pmid: 40334843. Objective/methods/study data: this is a case report of sterile pretibial abscesses in the tibial tunnel following acl reconstruction and explore the potential association with instrumentation-specific infections. Between january 2022 and june 2023, a total of 6 cases underwent debridement of the tibial bone tunnel while retaining the graft using sheaths (intrafix, depuy mitek). Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: intrafix, depuy mitek. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 1) n=1; a case of pseudomonas aeruginosa infection- underwent debridement, extraction of (intrafix, depuy mitek) and antibiotics. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 1) n=1; a case of pseudomonas aeruginosa infection- underwent debridement, extraction of (intrafix, depuy mitek) and antibiotics. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 1) n=1; a case of pseudomonas aeruginosa infection- underwent debridement, extraction of (intrafix, depuy mitek) and antibiotics. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 1) n=1; a case of revealed pseudomonas aeruginosa infection- underwent debridement, extraction of (intrafix, depuy mitek) and antibiotics. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 1) n=1; a case of revealed pseudomonas aeruginosa infection- underwent debridement, extraction of (intrafix, depuy mitek) and antibiotics. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 1) n=1; a case of burkholderia cepacia infection- underwent debridement, extraction of (intrafix, depuy mitek) and antibiotics. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 11) n=2; recurrent instability - revision surgery. N=3; persistent anterior medial tibial pain after surgery, especially after walking and moving, with local wound redness, swelling, and percussion pain- underwent debridement, extraction of (intrafix, depuy mitek) and antibiotics. N=3; progressive swelling and edema around the tibial surgical incisions- underwent debridement, extraction of (intrafix, depuy mitek) and antibiotics. N=2; formed sinus tracts and showed endophyte retraction from the tibial bone tunnel- underwent debridement, extraction of (intrafix, depuy mitek) and antibiotics n=1; fever- underwent debridement, extraction of (intrafix, depuy mitek) and antibiotics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: investigation summary: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated a depuy synthes product failure(s). Multiple attempts were done to obtain more information from the author; however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy synthes complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.